Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 for suspect pump thrombus. The patient had elevated lactate dehydrogenase (ldh). Intravenous anticoagulation was started. The patient was monitored and ldh trended. The patient underwent pump exchange on (B)(6) 2018 to heartmate 3.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) .the pump was returned assembled with the driveline (dl) cut approximately 7.5 inches from the pump housing and 27 inches of the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured around the outflow graft nut. Examination of the rotor inlet section upon disassembly of the devcie revealed a thrombus formation surrounding the rotor¿s bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period while the device was supporting the patient. Additionally, examination of the proximal side of the outlet stator revealed red, non-laminated depositions situated between the outlet bearing ball and two of the blades of the outlet stator. Their lack of laminated layering suggests that the depositions did not form at this location. Although their origin and duration of time for which they were present in the pump cannot be conclusively determined, the depositions showed no evidence of denaturation and the outlet bearing cup showed no evidence of circumferential contact marks, indicating that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s clinical signs of hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.